Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised after patient sustained a femoral periprosthetic fracture 2 days post-op. Possible cause/ contributor to fracture was not reported to the rep. A size 6 accolade ii stem and 36 +0 biolox ceramic head were revised to a restoration modular stem construct, 36 +7.5 head, and 4 dall miles cable and sleeve sets. Rep reported that x-rays, medical records, and additional information are not available.